Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was hit on the head by her student on (B)(6) 2019. The external processor was broken and she was taken to the hospital. The user had no hearing sensation (was off-the-air) until she was provided with a different processor and it was re-activated on (B)(6) 2019. Now the user reports experiencing static noise to all sound stimulation with processor on , which she describes as a "crunchy" sound. The user also reports an increase in tinnitus, headaches, and her sleep is also affected. The user is experiencing these symptoms without the processor in use as well. She reports to be significantly struggling with speech understanding. Facial nerve stimulation (fns) is also reported and was observed during testing. Re-implantation is done on (B)(6) 2020. Activation will take place on (B)(6) 2020. This report refers to 9710014-2020-00051. For further information please refer to this report.